Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted several swiss cheese type hernias. A portion of the mesh was explanted. It was reported that the patient underwent recurrent incisional hernia and ventral hernia repair surgery on (B)(6) 2017. It was reported that the patient experienced scar tissue formation, mesh disruption, adhesions, swelling around the incision, abdominal pain, soreness and discomfort. Other procedures are captured under separate files. No additional information is provided.